Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "one empty 640 ml water bottle lot 19e148 of product code 006-40f was received with an adaptor attached for evaluation. Lot and material number of adaptor received could not be confirmed because adaptor packaging was not returned. The water bottle arrived with the trigger completely detached. The number "20" was embossed in the plastic of the bottom of the water bottle. The adaptor had a sleeve around the whistle area. The adaptor body was white, and the snap cap was clear. Unrelated to the complaint, one of the front corners of the bottle appeared dented. No other visual defects were observed. In device history record review of adaptor lot 03h19 was packaged with lot 19e148: process parameters were within specification; in process qa inspections were acceptable; and post-sterility package integrity tests were acceptable. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. Performed manual whistle test: flowmeter was set to 2 l/min and complaint sample adaptor whistled at about 10 psi; part passes. In functional test, the adaptor snap cap made a stable connection to the flowmeter. The flowmeter was set to 3 l/min, bubbles were observed in the bottle, and no air leakage was detected. Complaint 'oxygen leak -adaptor' not confirmed as reported."

Event description:
It was reported that "on (B)(6) 2021, nurses reported facing issues with several units of this reference. They connector is difficult to screw so there are air leaks". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "on (B)(6) 2021, nurses reported facing issues with several units of this reference. They connector is difficult to screw so there are air leaks". No patient harm or injury reported. Patient condition reported as "fine".